Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel of the left forearm. After crossing the anastomosis with a 175cm non-bsc guide wire the arterial side, a 5.0mm x 40mm x 135cm sterling balloon catheter was advanced to dilate the target lesion above the anastomosis site. However, upon first inflation at 14 atmospheres, the balloon ruptured. The device was completely removed. A non-bsc balloon catheter was then selected and dilated the lesion. Blood flow was restored and the procedure was completed. No patient complications were reported and patient's status was good.